Event description:
The customer observed falsely elevated sodium results generated on 11 patients when processed on the alinity c processing module. The following example was provided for sodium. Results were not reported to medical provider. The customer uses reference range 135-145 mmol/l. (B)(6) 2025: initial result = 155 mmol/l, repeat result = 170 mmol/l and 139 mmol/l on another analyzer. No additional information or data was available. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered that the nozzle c4 (#1, #4, #5) was clogged/blocked. The part was cleaned, which resolved the issue. An instrument service history review for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally review of complaint and trending data associated with the nozzle c4 (#1, #4, #5) did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the nozzle c4 (#1, #4, #5).

Event description:
The customer observed falsely elevated sodium results generated on 11 patients when processed on the alinity c processing module. The following example was provided for sodium. Results were not reported to medical provider. The customer uses reference range 135-145 mmol/l. (B)(6) 2025: initial result = 155 mmol/l, repeat result = 170 mmol/l and 139 mmol/l on another analyzer. No additional information or data was available. There was no reported impact to patient management.